Manufacturer narrative:
Investigation evaluation. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described. Only four bands were returned. Three black bands and one amber band was included in the return. We were unable to perform the functional test of the device because the bands were received already deployed and the rest of the device was not returned for evaluation. The width of the bands were measured, and all four bands met the specification. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited during the product evaluation. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from the research that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited during the product evaluation. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. Per the band supplier, if properly stored, tubing [bands] can maintain its specification properties for five years or longer. The tubing [bands] should be stored in containers, which are sealed from airflow and light. These bands are stored at our facility in an air tight container to protect against exposure to uv light. We can conclude that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. As a precaution in the instructions for use state: "band ligation may not be effective when applied to small varices." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure the physician used a cook 6 shooter saeed multi-band ligator. During placement, the bands did not shrink onto the varices [bands will not contract after deployment]. After some time they did shrink but not during the case. Four of the bands were removed to be evaluated. Another 6 shooter saeed multi-band ligator was used to complete the procedure.